Event description:
Reportedly, the implantation date of a not yet implanted pacemaker was displayed on the programmer screen.

Event description:
Reportedly, the implantation date of a not yet implanted pacemaker was displayed on the programmer screen.